Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down during a retinal repair procedure. The surgeon stated he was able to infuse silicone oil after the event; however, the crystalline lens became significantly cataractous. Current patient status is unknown. Additional information has been requested.